Manufacturer narrative:
To date, information suggests the crt-d and this lv lead remain actively in service. The rv lead was surgically abandoned as a result of the evident fracture. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) lead and this left ventricular (lv) lead did exhibit pacing impedance greater than 2000 ohms on both the rv and lv leads. This was evident to have increased over time. The lv lead had been programmed tip to coil and when the coil was removed from the system configuration, impedance was normal. Rv threshold had risen to 5 volts at 1 millisecond. Shock lead impedance was evident to have increased about 50% from the 60s to the range of 90 ohms pace impedance. A stored event was identified which indicated rv noise, causing oversensing. This noise was unable to be reproduced with isometrics. No inappropriate therapy had been delivered, but the patient did report more fatigue and shortness of breath. A conductor fracture of the rv lead was suspected.